Manufacturer narrative:
Ball lift screw assembly.

Event description:
It was reported by service report that the bed was drifting down with weight. No pt involvement or adverse consequences are reported.